Event description:
Pt's meter would not power on. They did not have any symptoms at the time of testing. They stated that the meter caused them physical harm, however, they also stated that they had no symptoms and received no treatment. The issue was not resolved with troubleshooting. No further info has been reported.